Event description:
It was reported that during an atrial fibrillation procedure, a farawave catheter was selected. During the procedure, outside the patient it was noted that an unknown stain on the new device was observed. Device was replaced and the procedure was completed successfully. There were no patient complications.